Manufacturer narrative:
This report was submitted in regards to the reported water/blood mixing product event and the reported patient infection. Additional information has been requested from the customer to clarify the product event and to determine the relationship between the product event and the patient condition. However, at the time of this report no new information has been received by medtronic. A follow up report will be submitted if additional information is received by medtronic. The product has not been received by medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(4).

Event description:
Medtronic received information that during a case using this affinity oxygenator, the customer observed water and blood mixed together, and the customer observed a leak from the area between the oxygenator and heat exchanger. The oxygenator was changed out. The customer alleged that the product event resulted in lowered partial pressure of carbon dioxide and lowered hematocrit in the patient. Additionally, the customer alleged that the patient experienced infection and a high white blood cell count was noted in the ICU following the procedure.

Manufacturer narrative:
Summary: additional information received through product analysis has determined that the device in this report would not have caused or contributed to the reported patient outcome. Additionally, medtronic¿s evaluation of the product event determined that the product event would not likely cause or contribute to death or serious injury if it were to recur. Analysis: upon receipt at medtronic¿s quality laboratory visual inspection showed no outward signs of physical damage. Unit appears to have been used with a blood path through the mandrel-to¿heat exchanger bond. The device was cleaned using a renalin solution and subjected to pressure integrity testing at three liters/minute with 23 psig of back pressure for ten minutes. During the pressure integrity testing no leaks were observed from the device including the mandrel-to-heat exchanger bond. Additionally, water path integrity was performed by pumping deionized water through the water path until the device was de-aired. The circuit was clamped off and 45psig was applied to the water circuit for ten minutes. During the test no leaks were observed from the water to blood side of the device. Conclusion: medtronic engineers could not confirm the water path to blood side leak. The reported clinical outcome has not been identified as a result of a mandrel-heat exchanger bond leak. It is likely that this clinical outcome is a result of clinical conditions during the procedure and not caused by or contributed to the device. (B)(4).

Manufacturer narrative:
Supplemental report filed to provide device manufacture date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.